Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor ruptured. This occurred after filling with 6000mg fortum in 240ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date -- may 17, 2016 ¿ may 18, 2016. The device was returned and an evaluation is complete. Visual inspection was performed and noted broken tubing at the junction of the solvent bonded area. The reported condition was verified and the cause is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.